Event description:
It was reported that a homechoice presented an unknown system error. It was not specified when in the process this occurred. It is unknown if there was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. The device was returned to baxter and the evaluation is complete. A visual inspection was performed. Function testing was performed with no issues noted. The reported issue was identified as a system error (se) 2401 during a review of the event logs. The cause of the reported problem was determined to be a fault digital pcb which was scrapped. The device was sent for servicing. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.